Event description:
Through journal article "the value of capsule thickness on breast ultrasound as an indicator of the severity of capsular contracture and its correlation with the baker classification" reports ¿causes of reoperation: seroma, capsular contracture grade unknown, discomfort, rupture, fear of bia-alcl, size change, malpositioning, and foreign body sensation¿. Affected sides remain unknown. 19 allergan devices had reoperation. It is unknown which events they specifically had. Status of devices is unknown.

Manufacturer narrative:
(B)(4). Article citation: jae hong kim, sang eun nam, jung youp sungm, keun yeong song, bum sik bang, eun kyoung lee. The value of capsule thickness on breast ultrasound as an indicator of the severity of capsular contracture and its correlation with the baker classification. International society of aesthetic plastic surgery. 30 august 2021; 46:621¿629. Additional physicians contact information: (B)(6). The events of capsular contracture grade unknown and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, seroma, rupture.